Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 16/7 size 8 ett (endotracheal tube) inserted into patient 10ml air put into cuff at 2238 by 2255 significant air leak in the circuit and patient needed reintubating 27/7 patient intubated. During handover noted to have significant airway leak and started to desaturate. Cuff checked and inflated to 35mmhg cuff rechecked 5/60 later and noted to be at 18mmhg. Decision to retube patient, whilst prepping for intubation new tube cuff was checked and noted to be deflating. Both tubes given to resus coordinator discussion with ICU and informed that they have had similar issues with size 8.0 ett recently. Action: ett were removed from current trolley. Both faulty ett were kept for resus coord to investigate resus staff (medical and nursing). Event occurred at hospital while in use with patient. There was no patient harm/adverse event reported.

Manufacturer narrative:
Two units of the reported product were received in used condition. As received, no physical damage or other anomalies were observed. Functional testing was performed on both units, and both devices tested normally. No leaks were observed on either returned sample. The complaint of a cuff leak could not be replicated nor confirmed. No action was taken.